Event description:
It was reported that during pulmonary vein isolation procedure, the farawave pulse field ablation catheter could not deploy, the array was stuck in basket configuration, even though it should had been in flower configuration and the anomaly was observed via intracardiac echocardiography (ice). Troubleshooting consisted of un-deploying the catheter and deploying the catheter, but the issue remained. The catheter was taken out from the body and the guidewire was no longer going through the center of the distal tip of the catheter array. It was further reported, clarification was provided, the event occurred during a procedure and the catheter was used in the procedure. A inqwire rosen j tip guidewire was used with this catheter. The guidewire was not reloaded into the catheter and the catheter was never deployed without the guidewire. During preparation, there was no difficulty loading or moving the guidewire into the catheter and there were no issues with flushing the catheter. No abnormalities were observed during preparation and there were no deviations from preparation instructions. When the catheter and guidewire were withdrawal from the body, no tissue was noted. The catheter is not expected to return for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure, the farawave pulse field ablation catheter could not deploy, the array was stuck in basket configuration, even though it should had been in flower configuration and the anomaly was observed via intracardiac echocardiography (ice). Troubleshooting consisted of un-deploying the catheter and deploying the catheter, but the issue remained. The catheter was taken out from the body and the guidewire was no longer going through the center of the distal tip of the catheter array. It was further reported, clarification was provided, the event occurred during a procedure and the catheter was used in the procedure. A inqwire rosen j tip guidewire was used with this catheter. The guidewire was not reloaded into the catheter and the catheter was never deployed without the guidewire. During preparation, there was no difficulty loading or moving the guidewire into the catheter and there were no issues with flushing the catheter. No abnormalities were observed during preparation and there were no deviations from preparation instructions. When the catheter and guidewire were withdrawal from the body, no tissue was noted. The catheter is not expected to return for analysis as it was discarded.

Manufacturer narrative:
Additional information was provided in section h6 evaluation conclusion codes an image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that the guidewire lumen was no longer adhered to the tip of the spline cage. The review of the image confirmed the reported allegation.